Manufacturer narrative:
Follow up- (B)(6) 2016 customer called back. Troubleshooting with tandem technical support was performed. The customer was able to load a cartridge successfully. The t:slim g4 pump cartridge user guide instructs the user to only use the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step. In addition, it was reported that the pump requested a minimum of 50 units multiple times after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer used insulin pens to load the cartridge. The customer did not have supplies at the time of the call to continue troubleshooting. It was indicated that the could revert to manual injections of levemir and humalog as alternate insulin therapy.